Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2007, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. A one month follow-up computed tomography scan revealed a distal type I endoleak form a gore excluder aaa endoprosthesis aortic extender component that was implanted in the left common iliac artery. In addition, the diameter of the patient's aneurysmal sac increased 1 cm. Approx one and a half months later, two additional gore excluder aaa endoprosthesis components were implanted and the distal type I endoleak was successfully repaired.